Manufacturer narrative:
The reported event of inability to program was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal settings indicated normal functionality. Device was programmed to different modes and no anomaly was noted. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a generator change procedure. During procedure, the device was unable to program in asynchronous mode. The patient was pacemaker dependent. The device was explanted and replaced. The patient was in stable condition.